Event description:
There was no pt involved in this event. This device malfunctioned because it was switching it self on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2008 and performed to specification up to (B)(6) 2009. Between (B)(6) 2009 and (B)(6) 2011, the device logged numerous failed auto self-test alongside multiple failed manual self-tests. Temperature recorded on the device was below the recommended operating temperatures on two occasions. The device remained in fault mode until (B)(6) 2012. On this date the pad-pak depleted and the device issues multiple critical battery warnings, which continue until (B)(6) 2013. Investigation did not confirm a fault with the device or any component in the device. There was insufficient evidence within the device history record and during testing to suggest that the device was switching itself on automatically. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.